Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system fault 36," "system fault 37," "defib fault 80," and "defib fault 85" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.